Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery doctor states the device was 'sticking'. The handle operated with full up/down motion and did not stick. However, the mesher failed to advance the carrier forward, and the gears remained stuck. There was patient involvement; however, impact is unknown. Due diligence is complete. No additional information is available.